Event description:
It was reported that a spectrum pump was alarming door not fully latched. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched caused by the lower auxiliary flex not being secured in the connector. The flex was secured in the connector to correct this condition.